Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The nurse noted that the suture was caught in the seal, possibly compromising the package integrity. This was noted prior to use on the patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional information: conclusion: the actual device and package that were involved in this event were returned for evaluation. The foil was examined at the seal under magnification. There was no void noted on the foil indicating a suture was caught in the seal.